Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2026 [related manufacturer reference number: 1627487-2026-01514] the l3 lead was accidentally moved. As a result, the lead was repositioned to address the issue. Effective therapy was restored post operatively.